Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6), 2004, the pt was implanted with multiple gore excluder aaa endoprostheses. On (B)(6), 2011, an add'l gore excluder aaa endoprosthesis was implanted. Further investigation is in process.